Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, suspect device info and manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv). The alert and aware dates are the same as the baxter awareness date received from gpv, the date baxter was notified of the incident. The baxter awareness date of this incident is (B)(6) 2013. This is a spontaneous report by a nurse from vietnam of peritonitis in a patient coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent. On the same day, the patient was hospitalized. On the same day, the patient was treated with alfacef 3g per day and medfurin 2g per day for peritonitis. The patient was recovering from this peritonitis event.